Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a calibration error. Customer's blood glucose at time of incident was unknown. The customer stated the sensor before this one had bent sensor cannula and current sensor is slightly angled to left. The customer was advised that we are sending replacement. The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The current blood glucose value is 160 mg/dl the current sensor glucose is unknown. Customer sensor glucose versus blood glucose differences is unavailable. The customer was explained the reasons for sensor glucose versus blood glucose issues. The customer reported via phone call that they change sensor alarm. Customer's blood glucose at time of incident was unknown. The customer stated that sensor was bent upon removal. The customer was advised that sensor will be replaced.

Manufacturer narrative:
A complete analysis and testing of one random opened and used enlite sensor. Performed the continuity resistance test and the sensor failed per specifications. A visual inspection found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.